Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin was not delivering insulin and no delivery alarm did not occur. The customer's blood glucose was unknown at the time of incident. Troubleshooting did not occur. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, error test, displacement test and basic occlusion test. However, the insulin pump was unable to prime during prime test due to slightly loose drive support disk. In addition, was unable to perform occlusion test and excessive no delivery test due to prime anomaly. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, minor scratched display window, missing end cap sticker and broken belt clip slot.